Event description:
It was reported by the customer that chemo tubing was leaking above green cap. Pre hydration only, no chemo spill.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on feb 2026. Medsun report is (B)(4).

Manufacturer narrative:
Additional information: a.2. Patient age, a.3. Patient sex, investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.